Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly and no unexpected battery power loss anomaly noted during test. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that their insulin pump had off no power without low battery warning. The customer¿s blood glucose was 110 mg/dl. The customer stated that this was the second occurrence of off no power without low battery warning. The insulin pump will be returned for analysis.